Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0cz1m, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0cz1m, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was stated a few minutes prior to report the patient felt a jolt in their tummy. It was noted they had never felt that before. It was stated the patient had tried to use the patient programmer to check the status and when they pressed the button the screen went blank. It was noted the patient would change the batteries to check to see if the implantable neurostimulator (ins) was on.